Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received a result of 62 mg/dl. The normal control range was 104-143 mg/dl. No adverse events were alleged. The customer was advised to return her test strips for evaluation. Replacement test strips and a new meter were sent to the customer.